Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the flexvision pc does not start. The analysis of the system log file confirmed that the malfunctioning of the flexvision pc. As a part of troubleshooting, the rse recommended to the customer to restart the flexvision pc manually, which regained the system functionality normal, and the system was returned to use in good working order. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.